Manufacturer narrative:
(B)(4). The customer reported problem of "alarm 36" was confirmed. An assignable cause was not determined. The device is awaiting repair. If additional relevant information becomes available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 36. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was confirmed upon initial evaluation. The device is currently being evaluated at the customer facility. Upon completion of the investigation, a follow-up MDR will be submitted.